Event description:
A customer reported that due to a delivery issue, he did not receive the replacement meter and strips he was expecting. As a result of this issue, the customer stated that on (B)(6) 2011 he "remembers waking up on the street, because he passed out from having low blood sugar." The customer stated that at 10:00pm on (B)(6) 2011, he "passed out, and felt light headed and dizzy. He fell when he passed out in the street, and had a gash on his head. " the customer reported experiencing a loss of consciousness. No third-party medical intervention was reported. The customer self-treated with a "piece of candy". There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. This case involves a delivery issue, no product investigation is required.